Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. A review of the device logs confirmed the reported device failure to complete its self-test. The investigation determined that the device failure was due to contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. This is a resubmission of supplement report due to removal/deletion of supplement report (3004604967-2016-00839 dated 03/02/2017) by FDA upon creation of new initial report number (3004604967-2021-00172). Resmed reference #: pr (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device is currently being returned to the resmed service center for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. This is a resubmission of initial report (3004604967-2016-00839 dated 07/29/2016) due to FDA receipt of supplemental report without record of initial report submission in FDA¿s system. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.